Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 16.5 diopter intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to incorrect lens power. There was no incision enlargement or suture required. The replacement lens was a non-johnson and johnson lens. Reportedly, patient is doing good post-exchange. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/30/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The customer's reported complaint was not verified. The product was received in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.